Manufacturer narrative:
Technical support (ts) had the customer check the audio cable and found out that the cable was not plugged in, on the display side. Once the audio cable was plugged in, the bedside alarm would sound at the cns. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) was not alarming. According to the customer, they could hear the bedside alarm in the room, but the cns wouldn't. There was no patient injury reported.